Event description:
Country of complaint: (B)(6). The needle wa stuck under sponge. Detached when pulled.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received : 1 open pouch. We have received 1 open sample with the needle detached from the tread. Without any closed sample we cannot carry out an analysis in order to make a decision. Needle attachment results conducted on samples before releasing the product fulfilled the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.